Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Device was received with missing serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error and was not responding. The customer also reported that frozen display recurred. The customer reported the time clock does not advance. Customer reported the screen was not completely blank. Alarm occurred after the time that the buttons were not responding. Customer was unable to successfully clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.